Manufacturer narrative:
A temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event(s) of abdominal pain, cloudy effluent and subsequent peritonitis. The patient experienced two event(s) of a leaking liberty cycler set on (B)(6) 2018 which is a possible source of the infection, however based on the initial report from the peritoneal dialysis nurse, the patient reported no fluid entered his abdomen (details unknown). Based on the information available, causality cannot be definitively determined. The alleged event was not confirmed. The device was not returned to the plant for investigation against this allegation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on a related customer experience, the peritoneal dialysis clinic nurse reported that the patient had cloudy peritoneal effluent and abdominal pain. There was previous allegations of a fluid leaks during patient treatments. Additional information was solicited. The liberty cycler was replaced.